Event description:
Parents pointed out to this rn that infant had received a wound on a previous shift from the pulse ox probe. This rn noted there was a red mark on the top of the infant's foot that was in the same location the pulse ox probe would lie.